Event description:
Customer complained about sensor reading discrepancies and receiving low alerts. Customer reported that the sensor was reading 42 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 200 mg/dl. It was stated that the transmitted is functioning. The customer is over calibrating. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.